Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient presented with an st-elevation myocardial infarction with cardiopulmonary resuscitation in progress and an impella was implanted for mechanical circulatory support. When the impella was turned on, it had suboptimal flows, with maps in 30s and no shockable rhythm. The physician stated that before the pump was implanted, the impella was accidentally started while it was outside the body with the easy guide lumen still in place. It was recommended to the medical team that they exchange the impella catheter for another one. At this time, there were no additional impella cp catheters on site. The patient was still in cardiac arrest with prolonged CPR without a shockable rhythm, so the staff decided to call time of death after 0.45 hours of support. Medical safety review of the event noted there is not enough information to associate use of the impella device with the patient's demise.

Manufacturer narrative:
The investigation of low pump flow has been completed. The pump was not returned for investigation. The data log showed that the pump stopped with a high motor current alarm when it was outside of body. Afterward, the pump was inserted into the patient¿s body, where it reported low pump flow with active suction and impella position in ventricle alarm. According to the clinical details, the pump was accidentally started outside of the body with red lumen. The cause of the low pump flow issue was not determined since the product was not returned and sufficient clinical information was not provided.